Event description:
Caller states that the device displayed a reading of 153mg/dl. But noi blood had been added to the strip. No action taken based on this reading. Requested return of suspect device and replacement was sent